Manufacturer narrative:
The initial MDR 9710602-2020-00093 was filed in error as it was a duplicate of 9710602-2020-00092. The initial MDR 9710602-2020-00093 was filed in error as it was a duplicate of 9710602-2020-00092.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the system is not recognizing the flow sensors preventing mechanical ventilation. There was no report of patient involvement.